Manufacturer narrative:
The t:slim g4 cartridge user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge luer lock connection became unscrewed multiple times. The customers blood glucose (bg) level was impacted range (290- above 600 mg/dl). The customer would bolus via the pump or manual injections to stabilize bg levels .as tandem technical support was not contacted at the time of the reported issue, no troubleshooting was performed. The customer was educated to check luer lock connection to ensure it is tight and secure.